Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. The electrophysiologist alleged rv lead dislodgement was the cause of the event. The rv lead was deactivated to resolve the event and the patient was in stable condition.